Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The patient population included pediatric and adult ages. The article references clinical events associated with the ¿decreased impedance¿ as measured by the commercial algorithm feature of the device for the intrathoracic impedance. Intervention included device optimization, and/or the doses of medications adjusted. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is 56% male and 44% female and the baseline age is 19 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: assessment of intrathoracic impedance algorithm in the pediatric and adult congenital population. Pace pacing and clinical electrophysiology. 2014;37(9):1174-1180. (B)(4).